Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional four proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement with five proglide devices were attempted in the left common femoral artery (lcfa) and right common femoral artery (rcfa) via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles with five proglide devices. Proglide sutures were successfully placed in the lcfa and rcfa using the preclose technique with two additional proglide devices in each access site. The aaa procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from the four additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction - date of event, therapy date. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss/suture retrieval issue was confirmed as a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.